Event description:
The account alleged the side rail would not latch. No patient impact.

Manufacturer narrative:
The account found the side rail end tube was bent and disconnected. The account replaced the side rail end tube and rivets to resolve the issue.